Event description:
Add'l info received 9/23/99: the final analysis confirmed a long charge time and is related to a capacitor anomaly, which results in long charge times despite monthly capacitor reformation. Therefore, the capacitor was considered out of specification. It should be noted that therapy is still delivered despite there being a longer than expected initial charge time. Total implant duration time for the device was approx 18 mos. The device was implanted on 1997 and explanted on 1999.